Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant reported via phone call of low battery alert and damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump is real slow to rewind and makes a noise while it rewinds. The customer stated that the batteries lasted 2 weeks. The customers stated that the screen is scratched and difficult to read. The customer was advised to call back.